Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to initially fill the cannula during the loading process. The customer went through the loading process again and the cannula was successfully filled. There was no reported impact to the customer's blood glucose level. Tandem technical support reviewed the pump data and no issues with the load process was observed. The findings and load process were reviewed with the customer. The customer acknowledged the information.